Event description:
It was reported that there was a lead migration. The action required as a result of the event was reprogramming. Diagnostic of troubleshooting performed included impedance testing, x-rays and reprogramming. Product issue was not resolved and the cause of the issue was not determined. Patient symptoms associated with the event were less than 50% therapy relief and a pressure type pain on left side of chest. Approximately 2 weeks prior to this report the stimulation had changed. It was noted that instead of feeling normal stimulation the patient had begun feeling a pressure sensation that was greater on the left side when using the stimulator. Impedances were within normal limits. The x-ray showed that the left lead had migrated down from the top of t3 to mid t5. The right lead still provided the same stimulation. When just the left lead was turned on the patient described a sharp pressure pain to left side of chest. There was no decision made at the time of this report to revise the left lead.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 97791, lot# n383180, implanted: (B)(6) 2013, product type: accessory. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).